Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified a system error (se) 20602 (monitor motor stall). During evaluation, a se 20602 could not be reproduced; no fluid ingress was observed. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error (se) 20602 (monitor motor stall) was observed in the ehl (event history log). No additional information is available.